Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during routine check by biomed the cs300 intra-aortic balloon pump (iabp) low battery error message reported. System was kept on charging for 9-10 hours, turned "on" system on battery mode, it was showing the same error message, i.e. "Low battery". It has been observed that charging indicator is blinking properly, voltage on battery was showing 26.5 vdc, and charging voltage at power supply was showing 28 vdc. Kept system on pumping by connecting iabp trainer & demo balloon for an hour, it was showing the same message all the time. There was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) low battery error message reported. System was kept on charging for 9-10 hours, turned "on" system on battery mode, it was showing the same error message, i.e. "Low battery". It has been observed that charging indicator is blinking properly, voltage on battery was showing 26.5 vdc, and charging voltage at power supply was showing 28 vdc. Kept system on pumping by connecting iabp trainer & demo balloon for an hour, it was showing the same message all the time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by biomed the cs300 intra-aortic balloon pump (iabp) low battery error message reported. No patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The system was kept charging for 9-10 hours on battery mode, but "low battery" message continued to display. The charging indicator was blinking properly. The voltage on the battery was showing 2.5 vdc. The power supply was showing 28 vdc. The system continued pumping on an iabp trainer and a demo balloon for an hour. The same messaged displayed the entire time. The fse replaced the power supply. The fse performed all functional tests. The fse checked the system's performance on an iabp trainer and a demo balloon connected to mains as well as on battery. The unit was working fine. The low battery error was no longer present on the display. The display was showing the actual battery status. The iabp was handed over to the customer in good, working condition.